Manufacturer narrative:
On 4/4/2018, mentor became aware that the patient underwent bilateral removal and replacement with mentor smooth round moderate profile 250cc saline catalog #3501635 lot #7547462 sn #(B)(4) and mentor smooth round moderate profile 250cc saline catalog #3501635 lot #7547462 sn #(B)(4) on (B)(6) 2018. Device evaluation summary: upon receipt at mentor, the device returned without fluid. No foreign material was observed within the device. Brown and white material was observed on the shell surface. The product evaluation team discovered a rent measuring approximately 0.4 cm within siltex cracking on the posterior aspect. No other anomalies were discovered. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage or the etiology of the white and brown material found on the device. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related to the manufacturing process. Siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex devices. Mentor believes that siltex cracking is ultimately a result of high stresses caused by acute folds (i.e., severe ¿v¿ or tight folds) in the rtv shell of siltex breast implants. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: mentor siltex round moderate profile 300cc saline catalog #3542645, lot #6638059, sn # (B)(4). (B)(4).

Event description:
It was reported that a (B)(6) year old caucasian female patient underwent breast augmentation revision with mentor siltex round moderate profile 300cc saline breast prostheses. The customer reported that the right breast prosthesis had deflated. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.